Manufacturer narrative:
H3: analysis of the catheter revealed catheter pump connector- user damaged beyond intended reliability. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2020 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported that, on (B)(6) 2019, the patient's original baclofen infusion pump was approaching the end of its useful life. As a result, the neurosurgeon surgically replaced said device with a medtronic model 8637-40 synchromed¿ ii implantable infusion pump (serial numbers (B)(6) ). The hcp also utilized a medtronic model 8780 ascendatm intrathecal catheter (lot number hg3) during this procedure. The hcp¿s operative records reveal that this procedure was performed without complication. Subsequently, on (B)(6) 2019, the hcp performed a surgical revision to the spinal segment of the patient's intrathecal catheter. The purpose of this procedure was to increase the efficacy of intrathecal baclofen to the patient's legs. The hcp believed this could be accomplished by lowering the spinal segment of the patient's intrathecal catheter from t4 to t10. The hcp utilized a medtronic model 8785 ascendatm accessory kit 8 (serial number (B)(6) ) to complete this procedure. Like the (B)(6) 2019 surgery, the hcp¿s operative notes again establish that this procedure occurred without incident. Approximately one week after this surgery, the patient began experiencing ¿intermittent swelling¿ in the tissue surrounding their synchromed¿ ii implantable infusion pump. Additionally, the patient¿s mother, had notice that the patient was having increased tremors in their right arm. When the swelling did not dissipate, the patient's mother rushed the patient to the emergency department at (B)(6) hospital for children on (B)(6) 2020. At this point, the patient's mother was extremely concerned for the patient's health and safety as the swelling had become significant and was causing the patient discomfort. Medical imaging and an ultrasound were performed on the patient's abdomen during their (B)(6) 2020 visit to emergency department. Unfortunately, these tests did not reveal the cause of the swelling. The hcp, who was alerted of the situation by the patient's attending physicians in the emergency room, instructed the hcp to follow-up with his office for additional assessment and treatment. While treating the patient as an outpatient, the hcp performed a ¿side-port with a catheter exploration¿ that revealed ¿contrast being injected into the thecal space.¿ accordingly, the hcp concluded that a leak was present in the patient's pump system and an additional exploratory surgery would need to be performed to determine the exact lo cation the leak. On (B)(6) 2020, the patient underwent an additional surgical procedure to address the problems caused by their synchromedtm ii system. The patient¿s operative notes from this procedure document that csf was leaking from the connection between the catheter port on the synchromed¿ ii implantable infusion pump and the sutureless pump connector on the ascendatm intrathecal catheter that had been implanted on (B)(6) 2019. Based on these findings, the hcp elected to explant the synchromed¿ ii implantable infusion pump ii implanted on (B)(6) 2019 and replace it with a new synchromed¿ ii implantable infusion pump ii (serial number (B)(6) ). Additionally, a model 8784 ascendatm intrathecal catheter pump segment revision kit (lot number hg3n3fl07) was used to replace the pump segment on the model 8780 ascendatm intrathecal catheter implanted on (B)(6) 2019. Importantly, the hcp preserved the components of the explanted synchromed¿ ii system that and transferred those components to medtronic for further analysis. It was noted the patient had intermittent disconnections between the catheter port on the pump and the sutureless pump connector on the catheter. In turn, the disconnections caused cerebrospinal fluid (¿csf¿) to leak into the tissue surrounding the pump and precipitated extreme swelling and discomfort in their abdomen. The disconnections also inhibited the patient's prescribed receipt of baclofen, a medication the patient relied upon to treat the muscle spasticity associated with their cerebral palsy. Finally, the patient was required to undergo a painful revision surgery to remove the defective device.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 31-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 1300 mcg/day) via an implantable infusion pump. It was reported that the patient had been experiencing increased spasticity since a hip replacement surgery a few years ago and it was believed that something was wrong with the pump and/or catheter. During a catheter access study the healthcare provider (hcp) discovered a leak at the pump connection site. The pump connector was replaced and the leak still occurred. It was noted that the connector was very loose and did not fit snugly around the pump piece. The decision was made to also replace the pump. When this was done the connector fit much more snug and did not leak when infused. The issue was resolved and the patient was alive with no injury. It was noted that the explanted devices would be returned for analysis. No further complications have been reported as a result of this event.